Manufacturer narrative:
Medwatch field b3 date of event was updated. Additional tests of the sample were performed on 04-aug-2024 on another line of the analyzer and were 46 mg/dl, 47 mg/dl, 89 mg/dl, and 49 mg/dl. The result of 49 mg/dl was believed to be correct. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer checked the analyzer and did not find an issue. He performed a precision check that was successful. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen. 2 results from the cobas c 503 analytical unit. The initial result was 38 mg/dl. The repeat result was 80 mg/dl. The questionable result was not reported outside of the laboratory. The customer was not sure which result was correct.